Event description:
It was reported that the pt's knee was revised due to loosening. No cement was present on the tibial component upon removal.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Returned for eval are pt x-rays, and the explanted tibia and articular surface. The x-rays dated of the tibial component. Based on discussions with the surgeon, it was determined that the bone cement may not have fully set prior to further movement of the joint. The palacos instructions for use state "the cement and the prosthesis must be applied within the working phase. After positioning of the implant any movement must be avoided, to ensure the anchoring of the prosthesis." If movement occurs prior to cement setting, the mechanical bond between the implant and the cement can be disrupted. It is possible that movement of the tibial component prior to cement setting contributed to the loosening. However, since many factors can contribute to component loosening, a single root cause cannot be determined. The explanted tibial component shows minor scratches on the superior surface. The inferior surface of the plate shows some discoloration and slight scratching. Device history records indicate all components were manufactured and inspected to spec.